Event description:
My son, (B)(6), was suffering stomach pains. He eventually had 3 stents in his bile ducts, and eventually had original stents replaced. After this began a series of trips, and hospitalization, to resolve the problem. He went from (B)(6) pounds in (B)(6) 2015, to (B)(6) in (B)(6). Was never able to eat regular food, liquids without vomiting, including blood. He was diagnosed with pancreatitis, and told he was an alcoholic because he had a beer at supper, or before going to bed. I don't know how to find out if the hospital, (B)(6) hospital, in (B)(6), used the duodenoscope or not. I was told by an ER doctor that appeared his duodenum was infected and that his stomach was full and distended. Beginning or continuing the in/out stays at the ER and hospital. Of course, I wasn't there for all the conversations held between the doctors and (B)(6), like the ER doctor said "this isn't right, this man should not be suffering like this". (B)(6) was told, in (B)(6) 2015 he had stage 4 liver cancer and passed away (B)(6) 2015. Death certificate states, "metastatic pancreatic cancer", that could be liver cancer, but not to me. I would like to be made aware if this was caused by the olympus duodenoscope. Respectfully, (B)(6).